Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the printer not working, it printed only intermittently and therefore the printer was replaced. Analysis also noted a broken printer drawer, broken keyboard, a loose electrocardiogram connector and a broken right keyboard hinge. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the programmer's printer would not work. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.